Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was 340 mg/dl. Tandem technical support made multiple attempts to follow up with the customer to determine if backup therapy was obtained; however, a response was not received.